Manufacturer narrative:
Conclusion code no longer applies to this event.

Event description:
It was reported that the patient was feeling ¿bad¿ on (B)(6) 2014 and the pump was alarming. When the pump was interrogated on (B)(6) 2014 it was noted that the pump was in safe state and was delivering 0.078 mg/day and the patient was going through withdrawals and had a change in therapy effect. There was still 16 months before the elective replacement interval (eri). The health care provider (hcp) stated the logs said there was low battery and reset that had occurred several times in addition to a motor stall recovery approximately 10-15 times. The logs only went back to (B)(6) but patient went to the emergency room (ER) ¿ on saturday.¿ the patient felt a little better on (B)(6) 2014 after the pump was reprogrammed to 1.5mg/day but the pump continued to beep on the hour. The current concentrations are the same but the dose changed since the pump is in minimum rate mode. The patient was on 2.4mg and was increased to 2.7mg at her last refill on (B)(6) and was now at dilaudid 0.078mg/day. This device system delivered dilaudid. Additional information was requested. It was further reported that the cause of the stalls and alarm were not known nor was the error message/alarm message. The pump was programmed to stop pump mode the patient¿s pain was being managed with 2-3 vicodin per day. The pump was to be returned for analysis once explanted.

Manufacturer narrative:
Product ID 8703w, lot# l62641, implanted: 1999 (B)(6); product type catheter. (B)(4).